Event description:
It was reported that using a brachial artery access approach during a procedure of the mid brachial artery the 5.0 x 60 mm armada 35 balloon dilatation catheter (bdc) was being inflated once to nominal pressure when the indeflator gauge showed a decrease in pressure and the balloon was noted to leak. There was no reported adverse patient effect. The device was removed without reported issue and a second armada 35 was used in the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Originally reported as coronary. Evaluation summary: the device was returned for analysis. The reported balloon rupture was not confirmed; however, a leak was able to be confirmed. The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.